Event description:
It was reported that entrapment occurred. During a procedure involving an opticross imaging catheter, the catheter and wire became entangled. The procedure was completed with another catheter. There were no patient complications.

Event description:
It was reported that entrapment occurred. During a procedure involving an opticross imaging catheter, the catheter and wire became entangled. The procedure was completed with another catheter. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath, imaging window, and telescope assembly. Functional testing revealed the telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance while tracking the guidewire into the catheter was noted. Microscopic inspection revealed the guidewire exit port was deformed and lifted. Pitting and degradation of the transducer housing consistent with saline damage was noted which occurs post-use of the device and is not related to the original device failure.